Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness, hotness, skin abscess/cellulitis, tenderness, pain and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of cellulitis, abscess, skin irritation, edema, erythema, inflammation and pain: precautions for use: ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported treating a patient that had been injected with unspecified juvéderm voluma to the temples and perlane to the tear troughs by a nurse injector. About 4 weeks after the injection, the patient developed right side of face on the temple and lateral cheek swelling, redness and hotness. Patient was treated with antihistamines and swelling had subsided. Patient had a recurrence of the same symptoms a few weeks later and the antihistamines did not help. Patient then saw their general practitioner who prescribed the patient with ciprofloxacin for a skin abscess/cellulitis which the patient had a good response with improvement to all infective signs of the cheek. Patient did not have any neurological deficit and has had no systemic signs or symptoms of infection at any point during the previous week or any time before or after the injection. Patient was also reviewed by a doctor via (B)(6) and another doctor in person about 2 months after the injection. Both doctors agreed to continue the current treatment. Patient had a full review with the doctor they saw in person days later, the patient had a ¿very very mild swelling¿ to the right lateral cheek with ¿no discernible nodules or fluctuant swellings palpable to either cheek or lower face. The patient also had bearable tenderness present and ¿grossly neurologically intact.¿ there was no evidence of an infection. The provisional diagnosis of skin abscess/cellulitis on the right was responding well to treatment with ciprofloxacin. The reviewing doctor suggested a switch to clarithromycin and minocycline once the prescription for ciprofloxacin was complete to ¿ensure there is no spread of bacteria to product which could result in biofilm and worsening infective sequelae.¿ patient was also provide panadol for pain as needed. Patient was reviewed again a week later by the same doctor. It was noted that the swelling had fully resolved with no evidence of infection locally, no angioedema and was neurologically intact. No other issues reported. Patient reported possibly having cystitis and was currently taking ciprofloxacin. Patient also noted being ¿close to menstruating.¿ examination found no nodules, swelling or tenderness. Patient was given another prescription of clarithromycin and minocycline. On the following month, the patient was injected with botox. A week later, the patient was followed up via phone and noted no swelling and was much improved. Patient continues to take antibiotic treatment and there were no other issues. Another week later, the patient had developed swelling in the face which subsided very quickly the next morning. The next day, the patient had noted swelling and tenderness to the right cheek with no neuro impairments, no fevers, no chills and no sweats. However, the patient had coughs and colds/sinus around the same time ¿which may have precipitated the issue. Patient had taken phenergan on the previous day which had settled down the coughs and colds/sinus. Patient was reviewed at the clinic and there was no evidence of erythema, gross edema or infection. There was however, some tenderness on the right cheek in the zygoma laterally. No nodules were found on palpitation and no signs of fluid or pustules. Patient still had some clarithromycin and minocycline left and was advised to finish the course. Patient was advised to not have additional needles to the area as it can exacerbate or trigger biofilm infections. Patient was also advised to take antihistamines. Patient had been concerned after several flare ups that there was a possibility that the infection has not been fully eradicated. The healthcare professional reviewed the patient the next month and noted that the patient had "mild non tender swelling over the right cheek and nothing else abnormal." It was thought that the patient had a filler-related infection and therefore the filler needed to be dissolved with hyaluronidase. Treatment with hyalase was deferred and patient was switched back to ciprofloxacin. Another month later, the patient had another flare up and was given a course of prednisone to manage the symptoms. The patient was reviewed again about 2 weeks later by the healthcare professional. On examination, the patient had a small lump that was felt over the left tear trough. No other swelling, no signs of infection and no inflammation. Patient had finished with the course of steroids and is continuing with ciprofloxacin as prescribed. Patient was also treated with hyaluronidase with no adverse events. The left tear trough lump disappeared.